Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change and tubing fill, the user could not select the confirmation prompt when drops were observed, consistent with a screen or user interface responsiveness issue on the pump. Symptoms included no adverse clinical effects. Outcomes included no interruption in therapy after guidance and no need for medical intervention. Investigation included customer support troubleshooting and user education performed remotely. Investigation of this case revealed that restarting the pump via the ilet app restored normal function and the supply change was completed without further issues, consistent with transient user interface unresponsiveness without hardware damage. It was concluded, based on previously established findings for similar reports, that the cause was user interface recovery after reboot with no ongoing device malfunction.